Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose values recorded were 527 mg/dl and 413 mg/dl. The blood glucose at the time of the incident was 379 mg/dl and current blood glucose was 413 mg/dl. Customer stated that, she does not feel well. Customer treated high blood glucose with the bolus and blood glucose wet down to 420 mg/dl. Customer offered high blood glucose troubleshooting. This morning the blood glucose was 379 mg/dl and after lunch time it was 400 mg/dl. Customer also reported that, the cannula was bent and declined troubleshooting for it. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Assisted with performing the hp test and the result was no delivery alarm occured. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested out side the device.